Event description:
After gamma3 surgery, it found the cutout of lag screw. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2013. On (B)(6) 2010 gamma3 surgery was performed. After that it found the cutout of lag screw on (B)(6) 2010. On (B)(6) 2010 revision surgery was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.